Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of monopolar curved scissors would not cut. There was no trouble found. The instrument was placed on an in-house da vinci system for a cut test. The scissors cut cleanly through 0.006 of latex. The blade edges were not damaged; however, it exhibited wear. The instrument passed the electrical continuity test. Failure analysis investigation found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material missing. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the monopolar curved scissors instrument would not cut because they were not sharp enough. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.